Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report patient's death. A date and cause of death were not provided. There was no alleged device malfunction. Additional event information is unknown.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. A cause of death was not provided. Additionally, diabetes mellitus is a known cause of death.